Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing the pump exhibited error 1720. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was no evidence of the reported error in the event history log. The reported problem was duplicated. The device was tested and an error message displayed on startup; also, the pump had a continuous alarm and would not shut off. The backup capacitor was found to be faulty. For corrective action, the inoperable capacitator was replaced. The root cause was unknown. The product is 13 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.